Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. PMA/510(k) number:k013227. Summary investigation.

Event description:
It was reported that the implant was removed due to fracture.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: one tapered screw-vent implant (tsvh11) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar; the device was severely damaged. Additionally, there was bone residue around the external threads (damaged) due to usage. Functional testing could not be performed since the product was fractured/damaged. Pre-existing conditions noted on the per were 'good oral hygiene and low bone density ¿ type iii'. The reported implant had been placed on tooth #37 (fdi) for approximately 5 years. X-ray/picture images were not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture. DHR review for the lot (61995657) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (61995657) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported implant and event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.